Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Orig. Surg. On (B)(6) 2006. Dob (B)(6). Allegedly revised due to cup spin out impending femoral fracture. Complaint history sent. Additional information received from litigation on 05/09/2018. Updated lot number and implant date. Invoice was located. (Left).

Manufacturer narrative:
Additional information received from litigation: updated part, lot numbers, implant and explant date.